Manufacturer narrative:
Battery doors broken - evaluation of the returned product found that the sensor port had damage to the pins causing alarm to intermittently sound.

Event description:
The customer reported that the battery doors are broken. No patient injury was reported. Inspection of the alarm found that the alarm was intermittent.